Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the display of the device was difficult to read. It was also noted that the upper case was dented, and the lower case and side bail covers were broken. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a dark vertical line running through its bottom display which made the numerics difficult to read. The generator has not been returned for service. No patient complications have been reported as a result of this event.